Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Approx 4 oral-b flexisoft brush heads have broken / seems like something snapped inside the cap, causing the brushes to stop pulsing at tooth contact / daughter had metal pin in mouth, after which the whole head was in pieces [device breakage]; no adverse event [no adverse event]. Case description: a parent reported via e-mail on 28-oct-2016 that 4 oral-b flexisoft brushheads had broken after a few days (3-7 days), explaining that it seemed like something snapped inside the cap, causing the brushes to stop pulsing at tooth contact. The parent noted that her daughter of unspecified age even had the metal pin in her mouth, after which the whole head was in pieces. The parent reported that the 2nd brush head from the 5 pack was now in use, and thought that they all were from a faulty batch, noting that this incident was unusual and the brush heads usually lasted at least 3 months. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.